Manufacturer narrative:
Account replaced the screws and hook to repair the lift. The defective parts have been requested for analysis.

Event description:
Facility alleged that the hook mounting screw on a sabina lift sheard off in the hook. The staff was unable to provide information regarding when the event occurred.